Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that the reservoir ring at the top was broken. Customer's blood glucose level; was 200 mg/dl. The customer was advised to discontinue use of insulin pump and revert to backup plan. Insulin pump will be returned for analysis.